Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in room (B)(6). There was no pt/user injury reported. This report was filed on our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the casters and supports were bad. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the casters and supports to resolve the issue. Based on this info, no further action is required.